Event description:
During vitrectomy case, the unit displayed a flashing red light, indicating a potential aspiration issue, and shut down. The shut down required the use of a different vitrectomy system to complete the case.